Event description:
It was reported that boston scientific technical services (ts) was contacted by the health care professional (hcp) because they were having trouble interrogating the device. Ts helped the hcp with troubleshooting efforts, but they were unsuccessful. The device and leads remain in service. No adverse patient effects were reported.

Event description:
It was reported that boston scientific technical services (ts) was contacted by the health care professional (hcp) because they were having trouble interrogating the device. Ts helped the hcp with troubleshooting efforts, but they were unsuccessful. The device and leads remain in service. No adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that boston scientific technical services (ts) was contacted by the health care professional (hcp) because they were having trouble interrogating the device. Ts helped the hcp with troubleshooting efforts, but they were unsuccessful. The leads remain in service, but the device was later replaced for therapy adjustment purposes. No adverse patient effects were reported.